Manufacturer narrative:
A ge service representative performed an on site investigation. The central processing unit was found faulty. The system has not been repaired. No additional info has been disclosed.

Event description:
The customer reported the system failed to boot up. No report of pt injury.